Manufacturer narrative:
Submitted 10/26/2016 as follow-up #1: a review of the complaint record indicated that the alleged issue was deemed to be one of power/damage. The user was unable to remove the battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment threads had become stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #2: date of submission 12/15/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2016 with the following findings: during investigation, the battery compartment was stripped. The battery compartment cap was difficult to remove/insert. The battery compartment cap was stripped. The battery compartment cap was unable to be tightened to the test pump. The battery compartment cap was within height and width specifications. A test cap was used for all steps and was able to be inserted/removed fluently.